Event description:
A (B)(6) female pt contacted zoll customer support to report constant adjust belt messages. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon eval, there was a missing pin (pin 16 - analog 5v) in the electrode belt trunk cable connector. The cause of the constant adjust belt messages is the missing analog 5v signal. The cause of the missing signal is the missing pin. The root cause of the missing pin cannot be positively identified, but is likely physical abuse. No adverse event resulted from the damaged electrode belt connector. The pt received a replacement electrode belt.